Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 15-jul-2020. Visual analysis of the identified photos: opening extended on anterior, posterior and radius, brown particles in the shell and yellow biological tissue in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported the event of rupture in the left side. Device has been explanted.